Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -02.00 diopter, in the patient's left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2021 due to patient had a headache and discomfort. The symptom was resolved after the lens was removed. The surgeon did not implant another lens. The reporter indicated there was no abnormal issue in post-op, the patient felt discomfort because of her subjective symptoms and personality.